Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin squirting out before the slow drip and motor had clicking noise when they received large bolus. The customer¿s blood glucose was unknown. The customer reported that the insulin pump had unexplained no delivery alarm and they gone through batteries more frequently. The insulin pump will not be returned for analysis.